Event description:
The respiratory therapist happened to be at the bedside of the patient when the ventilator exhalation valve leak alarm went off.technical assessment found exhalation flow sensor and exhalation valve contaminated with fluid. Also found exhalation filter saturated with fluid. Disposed of filter and replaced flow sensor and valve.the ventilator was immediately replaced, no patient injury.